Event description:
It was reported that the facility was training some new techs to load the (B)(4) silicone single piece lens and the lenses kept getting snagged on the plunger of the injector and tearing during insertion. The facility changed to a new injector and this resolved the problem. There was no patient injury. It was later discovered that the injector may have been used more the than the 20 times recommended in the dfu. The reporter concluded the event was likely due to a user's error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) . (B)(4) - no known consequences or impact to the patient. Device damaged by another device. Evaluation results: visual inspection of the returned product showed the lens was received in two pieces, a haptic was torn off and missing and the optic was torn. There was a clear surgical residue on the lens. (B)(4).